Event description:
Caller reported a malfunction on the pump. There was no adverse impact to the customer¿s blood glucose level. The customer was advised by cts to use mdi as a backup therapy and was sent a replacement pump with updated software. Cts advised the customer about the necessary steps for using the replacement, including instructions on storage mode and returning the malfunctioning pump. The customer understood and acknowledged the guidance provided.